Manufacturer narrative:
H3 other text : device received by third party.

Event description:
The manufacturer received information regarding a dreamstation bipap pro. The device was returned to a third party service center. During visual inspection of the device, there are scratches on upper enclosure, no visible foam particles found. The device was routed to scrap. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.

Manufacturer narrative:
Correction in box b: adverse event or product problem under describe event or problem the manufacturer received information regarding a dreamstation auto. The device was returned to a third party service center. During visual inspection of the device, there are scratches on upper enclosure, no visible foam particles found. The device was routed to scrap. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.